Event description:
This patient had an mr procedure. The patient was scanned in head first, supine position with the sense spinal coil. A few hours after the examination, second degree burns were found on the thumb and upper extremities of the patient at their point of contact. The size of the second degree burns were approx 1.5cm.

Manufacturer narrative:
(Method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA. (B)(4).